Event description:
A customer reported they received a higher than feels reading of 117 mg/dl at 12:44 pm on (B)(6) 2012 on their adc meter and experienced lightheadedness with a subsequent loss of consciousness. The paramedics were called, treated customer with glucose injection and an IV of unknown type and transported to a hospital where he was diagnosed with hypoglycemia and congestive heart failure. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1160258) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).